Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site (specific date not reported). Treatment with oral and topical antibiotics, followed by the administration of steroid was unsuccessful (specific date and duration not reported). Subsequently, the patient underwent abutment removal procedure on (B)(6) 2025. The internal fixture remains.